Manufacturer narrative:
Correction information: d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Back cover of operating handle was leaked. Bending fixing glue was broken. This event occurred at the time of before use. There was no report of patient harm.